Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms as well as a rise in pacing threshold measurements. No changes have been made at this time and the rv lead remains in service. No adverse patient effects were reported.